Manufacturer narrative:
B3: event date is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a device used for spinal therapy. Levels implanted were l4/5. It was reported that the initial surgery took place on (B)(6) 2024. During this procedure, a cage was inserted, and muscle suturing was performed. Subsequently, screws were inserted transfascially from the cage insertion side, compression was applied, and the contralateral screw was inserted. The reason for the repeat surgery was due to the aa backing out and protruding into the spinal canal. The aa was removed and replaced with pt and the loosened screw was replaced. Delay in the overall procedure was greater than 60 minutes. Patient symptoms were unknown. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the procedure involved was minimally invasive transforaminal lumbar interbody fusion aa is adaptix (reported device) pt is capstone ptc and ha is ha stick. Patient experienced bone nonunion.